Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the body latch mechanism broken, causing that the internal components to lose its intended position. In addition, one handle was noted broken. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open resection of the chest wall tumor, just after the device was fired, the next clip came off and fell into the patient. The fallen clip was retrieved by a forceps. The event occurred at about the 15th firing. Another device was used to complete the case just in case. There were no adverse consequences for the patient. The doctor commented as follows; had no difficulty in grasping the handle. The clip could be fed into the jaw properly just before the event occurred. The device "did not being twisted when the device was approached". No hard materials were clamped in the jaw at firing.